Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to emergency room (ER) on (B)(6) 2026 due to hyperglycemia. The blood glucose level was 539 mg/dl and the patient was treated with intravenous (IV) fluids of saline and insulin. Patient found positive for ketones. Patient stayed in emergency room (ER) for four hours and released on (B)(6) 2026. The insertion site was abdomen and thigh. Patient reported that off-label insulin messaging event on 15-nov-2025. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary complaint investigation results: electronic quality management system (eqms) a query was run in the eqms on 15/apr/2026 against "lot number" "6008617" and similar malfunction code: insulin not approved for the infusion set. The review confirmed that lot 6008617 and the identified failure mode are not associated with any nonconforming reports (ncr)s or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search: a query was run in the eqms on 15/apr/2026 against "lot number" criteria equal "6008617" and similar malfunction code: insulin not approved for the infusion set. The count of complaints is (B)(4). The complaint number are (B)(4). Device history record (DHR) review: the lot 6008617 was manufactured according to work instruction (wi) version 74 and manufactured in the line 05, on 10/aug/2024 with a total of (B)(4) units. Sub-assembly: gluing of tubing. The sub-assembly, gluing of tubing of the lot 4g05934 was manufactured according to the wi version 64 and manufactured in the machine sc03, on 09/aug/2024, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: based on the classification of the malfunction code, this type of issue does not require visual testing, functional testing, or evaluation of retain samples, as it corresponds to categories such as "misuse, user related issues, or no malfunction alleged." Therefore, no retain samples were requested and no product testing was performed. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Complaint unconfirmed: following investigation the reported failure could not be confirmed for this complaint. Conclusion summary of complaint investigation a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6008617 and related malfunction codes. One complaints was identified for this lot; however, no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. Based on the classification of the malfunction code, this type of issue does not require visual testing, functional testing, or evaluation of retain samples, as it corresponds to categories such as "misuse, user-related issues, or no malfunction alleged." Therefore, no retain samples were requested and no product testing was performed. The assessment was based on documentation only. No manufacturing or quality issues were identified. The record will be closed and monitored through routine tracking and trending.

Event description:
To date no additional patient or event details have been received.